Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97715, serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Analysis results will be sent as a supplemental report when available.

Event description:
Information was received from the patient's husband via manufacturer representative. It was reported that patient was admitted to intensive care unit for a distended stomach post-operation. The cause was unknown and stimulation was turned off. Additional information was received from a manufacturer representative on (B)(6) 2017 noting that the hospital had a consult from gi and the patient was admitted to the ICU for complications that they believe were related to anesthesia. It was unknown what intentions were taken for the distended stomach. It was unknown if the distended stomach was resolved. The ens was returned to the manufacturer on (B)(6) 2017. Additional information was received from the hcp on (B)(6) 2017 reporting that prior to implant the patient had persistent, severe back pain and lumbar radiculopathy. The pain was intractable and interfering with the patient¿s quality of life and adls. The patient consented to the scs surgery and was aware of the procedural risks per the health care provider (hcp)¿s report. A laminectomy was done to place the lead. General anesthetic was used. Attempts to place the electrodes were difficult due to significant scarring and resistance. An x-ray confirmed appropriate placement of the paddle lead at t10. The health care provider (hcp) saw the patient during follow-up. The patient was slowly improving. The implantable neurostimulator (ins) was interrogated and reprogrammed. The health care provider (hcp) was hopeful that with the new settings the patient would do much better. The patient would be seeing the hcp again in several weeks for further stimulation adjustments. No further complications were reported.

Manufacturer narrative:
Analysis of the external neurostimulator (B)(4) found the device functioned normally in all aspects. If information is provided in the future, a supplemental report will be issued.